Manufacturer narrative:
An inspection of the customer's ompi visu 140 found the xy coupling had completely unscrewed from the cover plate. There are over (B)(4) visu systems in the field and this is the first such complaint. The xy coupling is tested several times during production. The coupling is mounted to the cover plate using a thread ring locked by a dog-point screw. Furthermore, the coupling has one long bolt that goes into a notch in the cover plate to prevent plate rotation. There were marks on the underside of the customer's cover plate indicating that the long bolt of the xy coupling was not oriented to place it in the cover plate slot. Such incorrect orientation will permit the cover plate to rotate and will affect the locking of the thread ring by the dog-point screw. Records indicate that this microscope was not maintained by a manufacturer's representative. Note: a microscope with a partially loosened xy coupling would have an unacceptable wobble.

Event description:
It was reported that during preparation for an opthalmic procedure, the opmi visu 140 microscope head with attached x-y coupling came loose as it was being positioned over the sedated patient. It was further reported that the surgeon caught the falling microscope head with attached x-y coupling and there was no contact with either the patient or the staff. The surgery was rescheduled.